Event description:
The customer stated that intermittent elevated potassium results are being generated for patient samples tested on the architect c16000 analyzer. An initial result of 6.8 mmol/l retested at 4.9 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) observed dripping coming from the cuvette wash nozzles on the customer's architect c16000 system. Multiple parts were replaced during troubleshooting. The fsr then calibrated the ict and ran controls. All controls were in range. Review of instrument service history revealed no additional occurrences of this issue (discrepant results) nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical quality data revealed no systemic issue or adverse trends associated with the issue described. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. Based on the available information, a deficiency of the system was not identified. The issue was resolved by the abbott field service representative through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).